Event description:
An endurant stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel mor phology were not reported. It was reported that an endurant stent graft was attempted for percutaneous access but the delivery system would not go through the skin and a 3mm gap between the tip and the graft cover was observed. Another endurant device was successfully used to complete the case. No clinical sequelae were reported, and the patient is fine.

Event description:
The device was returned and its evaluation has been completed. The device was returned bloodied. Upon inspection, a 2 mm gap between the tapered tip and graft cover was observed. The stent graft was still loaded within the graft cover. The graft cover was straight with no kinks. The rear grip was removed for inspection and everything was as expected. The rest of the device was unremarkable; there was no damage observed. A gap was noted between the tapered tip and graft cover during analysis. The root cause of the gap could not be determined during analysis.

Manufacturer narrative:
(B)(4). Results: (gap), (unknown cause). Conclusion: (unknown cause).

Manufacturer narrative:
(B)(4).